Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation found fiber breakage, dents on the outer tube and the a cracked video connector. The exact cause of the failures could not be determined, however, the failures were attributed to failures of the component. Its unknown what caused the components to fail. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed the light flickered when the device was plugged in. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.